Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes distributor. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the prodisc-c instrument set that was brought into the hospital by centinel spine was found to have an incorrectly assembled vertebral body retainer instrument. This error was found by the centinel distributor sales consultant prior to a surgery that was scheduled for (B)(6) 2018. No patient was involved with the error. A replacement instrument was available and used during the scheduled procedure. This report is for one (1) vertebral body retainer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned for investigation. Thus, the following investigation is based on the image provided. Cq device evaluation: investigation type: picture investigation: the provided image shows the center bar and two translating arms assembled. The two wing nut components are not assembled and not shows in the image. The shows assembled condition is incorrect as reported. The two translating arms are both left arms as opposed to a right and a left. The arms should be assembled such that the legs are flush when slid together but this would not be possible with two left arms. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Relevant drawings were reviewed; during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. However, the components are intended to be disassembled for cleaning and sterilization and the condition is consisted with incorrect reassembly by the user such that a left arm from another device was assembled with this device as opposed to the correct right arm. While the age of the device is unknown due to the unknown lot number, the device does show signs of use. Thus, it is likely that the use of the device impacted the complaint condition. In conclusion, the complaint condition is confirmed as the device is incorrectly assembled in the provided picture as reported. The device shown in the picture has two left translating arms as opposed to a right and a left. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.